Event description:
On (B)(6) 2012, the pt reported that she had been experiencing elevated blood glucose levels and her infusion device had displayed e4 (occlusion error) when she was priming her infusion tubing. The pt changed her infusion set and after priming three times insulin still did not flow from the end of the tubing. The pt also programmed bolus deliveries, but insulin did not flow from the end of the tubing. During trouble shooting the pt was able to successfully prime the tubing and saw insulin come from the tubing after programming a bolus delivery. The pt stated that she has lost confidence in the infusion device. The pt does not allow her insulin to reach room temperature before attempting to use it. The pt's target blood glucose range is below 200 mg/dl. During the day of report, the pt's blood glucose level remained between 211-285 mg/dl. The pt thinks the piston rod is not properly pushing the insulin through the tubing and into her body. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.